Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure name and date? Event date? Lot number? Do you mean you received mixed needles? Did you received product that is not within the same product family? Did the needle break? Do you have a photo for visual analysis? When did the needle got bent, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? What is the most current patient health status and condition? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure in (B)(6) of 2021 and suture was used. It was noted that according to the technical description of these codes, the only difference is the presence of antibacterial coating in the vcp372 code. These codes must have the same needles, but the w9452 needle is bent and even thinner visually than the vcp372 needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 3/31/2022. Additional information: d4. Additional information was requested, the following was obtained: procedure name and date? - surgery "caesarean section". Event date? - the manager jnj found out about the problem on 19 jan 2022. Lot number? - qbbcxtr0. Do you mean you received mixed needles? No, the clinic uses two codes of vicrile on the reinforced needle code w9452 and code vcp372 . The clinic staff filed a complaint that the code w9452 and code vcp372 have the same parameters, but in reality the w9452 needle is noticeably thinner than the code vcp372 (seen in the photo). Did you received product that is not within the same product family? No, the clinic received needles code w9452. Did the needle break? No, the needle bent during operation. Do you have a photo for visual analysis? Yes, in attachment. When did the needle got bent, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? - during use on patient (intra-op). What is the most current patient health status and condition? - the patient is healthy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/27/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4 product complaint # ==> (B)(4). Date sent to the FDA: 06/27/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001057536 date sent to the FDA: 6/30/2022 h3 investigational summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows two needles/sutures out of their original packaging with different dimensions. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 05/11/2022. H6 component code: g07002 - device not returned. H6 component code: photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows two needles/sutures out of their original packaging with different dimensions. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.